Event description:
It was reported that this lead was explanted and replaced due to lead displacement. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as the procedure took place without presence of a company representative and no indication of the product returned was made.